Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. It was noted that the remaining longevity at the previous follow up was three years. Technical services was contacted and recommended device replacement. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received confirming the device was explanted and replaced two days later. No additional adverse patient effects were reported. The explanted device is expected to be returned for analysis.